Manufacturer narrative:
Patient did not feel like his bladder empties completely. Patient was taught to self catheterize two times per day. Update at next visit when his physician reviews patient's continence health.

Event description:
Patient did not feel like his bladder empties completely. Patient enrolled in the osb lead post approval study of proact adjustable continence therapy for men.